Event description:
It was reported that fluid accumulation around the aortic valve occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The patient was prepped and the transesophageal echocardiography (tee) probe was inserted by the anesthesia team. The groin was accessed, and the transseptal access focused on a mid/mid position. The physician used the versacross rf wire along with the versacross connect and was double curve sheath to perform the transseptal puncture (tsp). As the versacross rf wire passed through the transseptal access site, it was noted that the wire did not curve into the pre-formed fashion. As the versacross rf wire was advanced, it then reformed into its pre-curved shape. The was sheath and versacross connect were then advanced through the septum in the mid/mid position. The 24mm wds was then advanced and positioned. Before the closure device was released, it was noted by the anesthesia team performing the tee that there was a buildup of fluid around the aortic valve. At this time, the patient was hemodynamically stable. It was determined that the aortic valve was functioning properly. The closure device was confirmed to have met position, anchor, size and seal (pass) criteria and was released. Protamine was given at this time, and the patient was then monitored via tee. No other interventions were required. Later that evening, the patient received a computed tomography (CT) scan of the chest which was clear of any effusion or hematoma. The patient was kept overnight for monitoring. The patient remained stable and was discharged the next day.